Event description:
Device photographs: pictures of the delivery system were received for evaluation. Review of the photos provided of both handles confirms that the handle screw gear was not fully rotated and this suggests that the stent deployed before full handle rotation.

Manufacturer narrative:
Evaluation results: patient condition affected effectiveness of the device (patient lesion morphology, the target lesion of 90% stenosis was confirmed and the target lesion appeared calcified and tight). Evaluation conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, the target lesion of 90% stenosis was confirmed and the target lesion appeared calcified and tight).

Event description:
Additional information received conveyed that the angle at which the cine image was taken suggesting insufficient landing zone was subsequently confirmed as a visual anomaly. The target lesion of 90% stenosis was confirmed and the target lesion appeared calcified and tight. Therefore, re-assessment of the images appears to confirm that a combination of lesion morphology and stent sizing most likely led to the stent jumping into the aorta. The 9 x 40mm stent that was deployed to help stabilize the left iliac stent most likely jumped also as there was insufficient wall apposition and therefore the stent did not land as intended. However, it did stabilize the stent that was initially deployed into the left common iliac.

Event description:
It was reported that a physician was attempting to deploy 2 (two) 9mm diameter x 40mm length and a complete self expanding (se) peripheral stents to treat a tight lesion in the iliac common artery with 90% stenosis. The lesion was pre-dilated. It was reported that during deployment of the first complete se, the stent jumped out of the retractable sheath and was found to be 4cm higher than planned. The stent was 3cm in the aorta and just one centimetre in the cia. It was decided to stabilise the stent by placing another stent in the contra lateral side. When placing this stent, they started deploying one centimeter below the first one and ended up with a stent placed one centimetre above (also jumping). The procedure was finalised with the placement of a scuba over the lesion. It was also reported that the scuba stent also migrated a little and that this may have been due to the very tight lesion. No patient injury and no other clinical sequelae were reported. Cine image review the images show the intended deployment site for the complete se stent in the left common iliac. The target lesion exhibits a tight stenosis. The measurements taken appear to show the intended deployment site of the 9 x 40mm complete se stent. But there does not appear to be sufficient landing zone in the iliac, leading up to the bifurcation to facilitate successful deployment of the stent. The distal end of the intended landing zone appears to extend into the aorta i.e. Past the bifurcation. Images are not shown of the ipsilateral stent deployment. The images confirm distal end of the stent jumping in to the aorta. The proximal end of the stent was retained as it expanded against the iliac vessel walls. This also appears to be the case for the stent that was deployed in the right iliac to help stabilize the initially deployed 9 x 40mm complete se stent.

Manufacturer narrative:
Evaluation results: failure to follow instructions (complete se IFU recommends to allow for approximately 5 mm of the stent (including the radiopaque markers) to extend proximally and distally beyond the lesion). No results available since no evaluation was performed (no device was returned for evaluation). Caused by operational context (stent positioning during the procedure). Evaluation conclusion: device not returned 18 failure to follow instructions (complete se IFU recommends to allow for approximately 5 mm of the stent (including the radiopaque markers) to extend proximally and distally beyond the lesion). Operational context caused or contributed to the event (stent positioning during the procedure). (B)(4).